Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the tip of the suture stripper was noticed to be broken off. Radiographs confirmed the tip was not in the patient. No delay or patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 013554 slotted tendon stripper returned. This is a used device. It is 10 years old. The product was received intentionally defaced by mutilation to avoid accidental reuse. The complaint was listed as ¿broken tip¿. This allegation has been confirmed. One spiral is fractured across the entire configuration. It was noticed that the other spiral also has a small chip missing. Neither broken pieces were returned. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure¿. These devices are not intended to be used as a source of leverage. No root cause associated with the manufacture of these devices could be found. (B)(4).

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time. (B)(4).